Manufacturer narrative:
Locator screw fractured in dental implant. Fragment could not be removed. Implant was explanted. No new implant was placed. Reporting as additional surgical intervention caused as collateral damage of the broken locator. User should have used rescue set to remove the fragment. Implant should not have been explanted. User error.

Event description:
Locator screw fractured in dental implant. Fragment could not be removed. Implant was explanted. No new implant was placed. Reporting as additional surgical intervention caused as collateral damage of the broken locator.